Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) after receiving therapy from their implantable cardioverter de fibrillator (ICD). A company field representative phoned into tech services and inquired about the t-wave discrimination algorithm of the ICD and stated that the patient had been lost to follow-up for several years. Interrogation indicated that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, and t-wave oversensing (twos). This resulted in the patient receiving an inappropriate therapy. Follow-up was completed and it was verified that reprogramming had been performed. No further patient complications have been reported as a result of this event.